Event description:
It was reported that the pump alarmed "no disposable" while using 100 ml flow stop cassette with 56.1 ml in it. Troubleshooting didn't fix this pump, but cassette moved to backup pump and infused without alarms. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the reported complaint was duplicated during the investigation. The pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on the downstream sensor that could cause the no disposable alarm that was detected. Replaced exulsor assembly and downstream sensor.